Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Results of investigation: carefusion third party service technician was able to verify the customer's reported issue regarding the ventilator shutting down after power failure. The service technician replaced the internal battery and the reported issue was resolved. Carefusion third party service technician was unable to verify the disc/ sense alarm issue during bench testing. The unit did fail the solenoid, pilot solenoid and flow tests. The service technician replaced the flow valve and the solenoid manifold assembly. The unit passed all testing and met all carefusion manufacturer specifications.

Event description:
It was reported to carefusion that model lap top ventilator 1150 alarmed disc/sense and shut down after power failure. At this time, it is unknown if there was any patient involvement associated with the reported issue.